Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon of the catheter was difficult to deflate. The patient was taken to the operating room so that the balloon of the catheter could be punctured so that it could be removed.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted the funnel was cut off and missing upon return. The sample was evaluated and no pinch or blockage was observed. Able to introduce water in all returned pieces. No conditions were found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not aspirate urine through drainage funnel wall." Correction: concomitant medical products and device evaluated by MFR.

Event description:
It was reported that the balloon of the catheter was difficult to deflate. The patient was taken to the operating room so that the balloon of the catheter could be punctured so that it could be removed.